Event description:
A healthcare provider reported that prialt was added to the patient¿s drug cocktail on (B)(6) 2013, which included bupivacaine, dilaudid, and baclofen. The patient began receiving the added drug on (B)(6) 2013. The patient experienced constipation along with urinary retention that progressed along with the constipation issues. The patient gave themselves an enema and had a bowel movement, but they had not had a bowel movement since (B)(6) 2013. The patient had to be catheterized on (B)(6) 2013 with 525 cc of urine output. They were catheterized again on (B)(6) 2013 with 425 cc of urine output. On (B)(6) 2013 a foley catheter was inserted. The patient saw their doctor on (B)(6) 2013 and it was decided to remove the prialt from the drug cocktail because of the patient¿s symptoms. Prialt was removed on (B)(6) 2013 and a bridge bolus was programmed. The caller had difficulties with interrupted telemetry. The caller was assisted with removing sources of emi in the vicinity of the 8840 programmer and pump, and then the caller was successful with telemetry and updating the pump. It was later reported that on (B)(6) 2013, the patient¿s bupivacaine dose was increased. On (B)(6) 2013 the patient¿s foley catheter will be removed.

Manufacturer narrative:
Product ID: 8840, product type: programmer. Physician product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).